Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was returned for analysis. The visual inspection found that the reload was fully fired. Functional evaluation noted that the reload was cycled without hesitation or binding on loading into a representative instrument. It was also observed that the safety interlock feature successfully prevented the reload from cycling again. The reported condition was not confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Additionally, the investigation detected an unreported condition of damage to the cutting edge of the knife blade on the reload that has no relationship to the reported condition. The analysis noted evidence that the device was not used as intended. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The instruction for use (IFU) booklet, which accompanies each product shipment, cautions the user, ¿ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during stomach transection, when the surgeon triggered the firing, the handle cracked/snapped and was very rough in the firing; it appeared the staples did not fire near the distal tip of the reload. To resolve the issue, the surgeon over sewed the staple line, and opened a new handle with a new reload and continued the case with no issues.